Event description:
It was reported that during routine check the cardiosave intra-aortic balloon pump (iabp) automatic purge does not occur. There was no patient involvement.

Manufacturer narrative:
Additional information: e1 (event site postal code: (B)(6), event site state: qc). A getinge field service engineer (fse) was able to reproduce the customer's complaint to fix the issue fse replaced pneumatic module assembly and reset the safety disk. Performed the installation checklist, all manifold test failed. The vacuum leak difference pressure was out of range 28 mmhg. Fse called the service support USA, they suggest to verify connections or replace the drive manifold. In next visit, fse replaced the drive manifold and then all manifold tests passed. Perform all the installation checklist, the device returned for the clinical use. Maquet national repair center (nrc) installed the patient interface module assembly into nrc iabp cardiosave test fixture for testing of the reported problem. Performed and tested the patient interface module assembly in accordance with procedure number 0002-07-d016 revision c and the cardiosave service manual revision q, in an attempt to recreate the reported problem. Found that all functions were normal. The all-manifold tests did not trigger the reported problem of the unit automatic purge was not initiated. The nrc is unable to replicate the failure experienced by the customer. Retaining the patient interface module assembly in the nrc per procedure 0002-07-d008 rev aj. Maquet national repair center (nrc) installed the drive manifold into nrc iabp cardiosave test fixture serial number for testing of the reported problem. Performed and tested the drive manifold in accordance with procedure number 0002-07-d016 revision c and the cardiosave service manual revision q, in an attempt to recreate the reported problem. Found that auto fill can¿t be initiated. The tests did trigger the reported problem of the unit automatic purge was not initiated and it looks like the drive manifold has a leakage. The nrc was able to replicate the failure experienced by the customer. Retaining the drive manifold in the nrc per procedure 0002-07-d008 rev aj.

Event description:
N/a

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) automatic purge does not occur.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.